Event description:
It was reported that the epicardial lead coil was noted to have been pulled back and not working as well as 3k pace impedance measurements. The lead was ex planted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).